Event description:
New information on (B)(6) 2016 stated that the device was explanted. The patient experienced no adverse events.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download could not be performed. No intervention was performed. No further information was available.